Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. In addition, the pump battery jumped from 20% to 75% without being connected to a power source. The customer's blood glucose (bg) level was 127-300 (mg/dl). The customer changed out supplies and delivered a bolus to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.